Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio sync meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on (B)(4) 2015 at 11:00 pm. The patient reported obtaining blood glucose readings of "292 and 90 something mg/dl" with the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient stated he does not take any medication to manage his diabetes and claimed he continued to follow his usual diabetes management routine in response to the alleged inaccurate results. The patient however reported developing symptoms of "anxiety, twitching and sweating" 10 minutes after the alleged inaccuracy issue began. The patient claimed his symptoms were not related to diabetes; he claimed they were related to anxiety and tourette syndrome. The patient reported attending the emergency room (ER) on (B)(4) 2015 at 9:00 pm in response to his symptoms where he received a blood glucose test and "everything was normal". The patient denied receiving any medical treatment. The patient claimed a blood glucose result was performed with the laboratory device at 10:00 pm and a result of "133 mg/dl" was obtained. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after obtaining the alleged inaccurate results. The patient confirmed the reported symptoms were unrelated to diabetes. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.